Event description:
The manufacturer received information alleging a ventilator experienced a test flow fail. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator experienced a test flow fail. There was no harm or injury reported. The device was returned to a third-party service center for evaluation, during the evaluation a vent service required alarm related to the outlet pressure sensor and turns off and power fail alarm were found in the error log. The system pca and internal battery needs to be replaced to address the issue. Additionally, based on errors, the external flow sensor cable needs to be replaced, and external flow sensor accessory should be placed by the customer. Machine flow sensor and blower assembly were contaminated, and main housing was damaged at one of the screw holes. Air inlet foam filter will be replaced due to preventive maintenance. Box g report source (rfb) has been updated/corrected in this report.